Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a complete break in the catheter is confirmed but the cause is unknown. Two photographs of the implicated 4fr single-lumen powerpicc solo catheter and three radiographic images were returned for evaluation. The catheter contained evidence of clinical use. Consistent with the description of the event, the two photographs showed a complete circumferential break in the catheter shaft distal of the 14cm depth marking. When the three radiographic images were analyzed together, they suggested that there was a catheter fragment present which was fibrosed in place and had not embolized. Although a break in the catheter could be confirmed, there were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, PICC fracture observed upon removal: PICC measuring 14 cm, whereas it had been cut at 37 cm. Patient referred for PICC replacement because hers dated from (B)(6) 2025, meaning it had been in place for six months (left side). She informed us that the PICC had not been functioning for two months. Upon removal of the PICC, the length was found to be 14 cm (end with a clean cut) even though the report mentioned a length cut at 37 cm. New PICC placed on the right. X-ray requested = visualization of the two catheters. Old PICC in the venous network ¿in place.¿ patient referred for interventional radiology to retrieve the rest of the catheter. No clinical impact on the patient.